Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported decrease in pain relief and unintended stimulation. The patient reported that they had been involved in physical activities, including lifting heavy objects. An x-ray was obtained which revealed migration of the right lead. A revision was performed and the evoke scs system was replaced. Therapy has been restored following the revision procedure.

Manufacturer narrative:
The devices were discarded and are unavailable for analysis. A review of the x-ray confirmed lead migration. The reported changes in stimulation may be caused by the lead migration. The cause of lead migration could not be determined. The evoke scs system surgical guide states the following ¿the risks associated with the implantation and use of a spinal cord stimulation system include: lead migration or suboptimal placement, which may result in undesirable stimulation changes and may require surgery (including revision, explant, and replacement) as a result.¿.